Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet resulting in the pump shutting down. There was no reported adverse impact to the customer's blood glucose level. Issue occurred prior to call to technical support and has been resolved. The customer continued to use pump for insulin therapy.